Manufacturer narrative:
Insulin pump received with button error alarm and had unresponsive buttons due to corroded keypad traces. Insulin pump had minor scratched lcd window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.